Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements of greater than 3000 ohms. The patient was brought in to the clinic and pocket manipulation was performed, which revealed impedance measurements of greater than 3000 ohms and non-capture in bipolar configuration. Other lead measurements were noted to look good, there was no noise, and the patient was not rv pacemaker dependent. The patient had an underlying rhythm in the 50 beats per minute (bpm) range. The device was reprogrammed to unipolar configuration and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which reported that the lead was not tested via the pacing system analyzer (psa) during the revision procedure. The physician felt that the patient size, and a medial insertion point in the patient's vein likely contributed to the clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which reported that the lead was later surgically abandoned and replaced during a device upgrade procedure. No additional adverse patient effects were reported.